Event description:
It was reported that during an attempt to use the mobile programmer application a prompt was generated for an update. It was noted that the catalog was blank and out of date when attempting to update the application. Troubleshooting steps were taken to include performing an update of the catalog and then the application which resolved the issue. However, when proceeding with the interrogation, the programmer button was grayed out when trying to change the parameters. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis found the customer comment that during an attempt to use the mobile programmer application a prompt was generated for an update was confirmed. Analysis found the customer comment that the programmer button was grayed out when trying to change the parameters and the catalogue was blank and out of date could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.